Manufacturer narrative:
The reason for this revision surgery was identified as medial lateral instability in the right knee after three months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: three for instability, two for loose joint, two due to thread problems, one label issue, two due to pain, one for fixation, one valgus position, one varus position, and one for a packaging issue. The root cause for the medial lateral instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; trauma, bone quality deterioration, and disease. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt had media - lateral instability in the right knee. The surgeon elected to replace the tibia implant, femur implant, and tibial implant.